Manufacturer narrative:
The missing information was unattainable. The investigation is ongoing and the results of the investigation will be sent in a supplemental report. The complete investigation will be on file at the manufacturing site.

Event description:
Customer reported that the tubing of the vessel dilator disconnected from the hub and that retrieval from the vasculature was necessary. The patient is ok. There was no other information given.